Event description:
Patient arms began moving during 12-n mddw scan. Dwi sequence attempted, arm movement preceded patient waking up on the table. Scan aborted. Dates of use: 2007. Diagnosis or reason for use: r/o brain tumor. Event abated after use stopped: yes.